Manufacturer narrative:
Additional narrative: device evaluation: further evaluation determined that the device came apart. It was determined that the cause for the device to come apart was due to lack of loctite used to secure the lock bushing during assembly of the attachment. A CAPA has been initiated to address the thread locker application issues since the assembly of this attachment. The assignable root cause was determined to be due to improper assembly during manufacture. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device lock bushing and the bearings fell out of the device. It was determined that the lock bushing came loose due to lack of loctite thread locker causing the bearings to fall out. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined at this time as the investigation is still on-going. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the bearings fell out of the attachment device. There were no delays to the planned surgical procedure. An identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.